Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the right ventricular lead would not extend after repositioning several times. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix and over torqued of the inner coil.